Event description:
A customer contacted stryker to report that the suction cup of their device tore while being used on the patient. As a result, there is a potential that effective CPR would not be provided, if needed. The patient associated with the reported event did not survive.

Manufacturer narrative:
Stryker performed a clinical review and determined that the device did not contribute to patient outcome. The provider switched to manual CPR immediately according to instruction, it is likely that the interruption in CPR was short, and the incidence did not contribute to the patient¿s outcome. The device was not returned to stryker for evaluation. The reported issue could not be verified or duplicated. The cause of the reported issue could not be determined.

Event description:
A customer contacted stryker to report that the suction cup of their device tore while being used on the patient. As a result, there is a potential that effective CPR would not be provided, if needed. The patient associated with the reported event did not survive.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. The customer provided stryker with the available patient information. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.